Event description:
It was reported that approximately two years post port implant and during chemotherapy, the catheter was allegedly occluded by a thrombus. The patient is reportedly stable.

Manufacturer narrative:
H10: manufacturing review: a lot history record could not be completed as the lot number was not provided. Investigation summary: one powerport MRI isp with groshong catheter in two segments and one cathlock were returned for evaluation. Visual, microscopic, tactual, and functional evaluations were performed. The investigation is inconclusive for catheter occlusion due to thrombus, as an occlusion/blockage was not identified in the returned sample during functional evaluation. The sample element were observed to be patent to infusion and aspiration after initial expulsion of residue. Blood and residue were noted throughout the sample during the preliminary evaluation. A complete circumferentially aligned break in the catheter was identified in between the 17 and 18 cm depth markers, and a partially circumferential hollowed bowl of missing tubing section was identified in between the 10 and 11 cm depth markers. The edges of both breaks/fractures appeared to be sharp and the break/fracture surfaces appeared to be smooth with striations. A definitive root cause could not be determined, as the exact circumstances at the time of the reported catheter occlusion are unknown. It is unknown whether the observed residue was from the reported thrombus or from coagulation of normal blood residue after device removal and shipment. Usage and catheter maintenance issues (e.g. Locking, flushing procedures) could have potentially caused or contributed to the reported event. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that approximately two years post port implant and during chemotherapy, the catheter was allegedly occluded by a thrombus. The patient is reportedly stable.